Manufacturer narrative:
The liberty cycler was returned for evaluation; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The clinical investigation indicated the device created an alarm/message, as designed, to alert the user of a potential problem. The reported peritonitis event is not attributed to the cycler. There was no history of cassette leak or device malfunction that may have caused or contributed to peritonitis. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events rec'd between (B)(6) 2011 to (B)(6) 2013.

Event description:
Patient/user of the fmc device called tech support for multiple dl blocked alarms in dwell 4/4. Alarm was unresolved despite troubleshooting and visual checks. Patient stated he uses a medicated last bag for his last fill and there is still approximately 500ml of solution in (B)(6). Patient stated he has peritonitis (unsure if it was cycler related) and got out of the hospital on (B)(6) 2012. During a f/u phone call with the patient's peritoneal dialysis rn (pdrn), the rn stated that at the time of the tech support call the patient already had peritonitis and was still taking antibiotics.